Manufacturer narrative:
(B)(4). Date sent: 12/21/2021. D4: batch # 265a22. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: after firing the instrument, open the jaws of the instrument by squeezing the closure trigger and pushing the release button with the thumb. For controlled release, while holding the release button down, open your hand to release the closure trigger. Cartridge drivers are exposed as a spent cartridge indicator. If the instrument becomes locked onto tissue and will not open by pressing the release button, the device can be opened by depressing the release button and pulling the closure trigger simultaneously. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # 265a22. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested, and the following was obtained: how was the device removed? No further information is available. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further information is available. Did the jaws eventually open? No further information is available.

Event description:
It was reported that during a laparoscopic unknown procedure, after the jaws clamped the tissue, they did not open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.